Event description:
The customer reported that during a laparoscopic hysterectomy, the jaws of the device would not reopen while applied to patient tissue. There was no patient injury. No further information is available from the site.

Manufacturer narrative:
(B)(4).one used ls1037 device was received for evaluation. Visual inspection found there was tissue and a staple stuck in the jaws of the device. However, functional testing of the device found that the jaws were not stuck shut, and they opened and closed normally when the handle was activated. A review of the device history record for this lot number found no entries potentially pertinent to the customer's reported condition. Covidien could not confirm the customer's report.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.